Manufacturer narrative:
Analysis of the anchor found remnants of silicone attached to the hypotube of the anchor deployment tool. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8785, serial# unknown, product type" accessory. (B)(4). The ascenda anchor connector kit (8785) was the only product returned for analysis. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during the placement of a catheter, "the fixation anchor stayed on the inserter due to glue pieces on the iron." It was reported that the physician fixated the catheter with another anchor. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.